Event description:
It was reported that the pump exhibited a motor rate error. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked at the lower front corner and was chipped at the back left corner and the batter door was cracked. A review of the event history log identified motor rate error. During functional testing using the motor drive and occlusion test, the reported issue of motor rate error was unable to be duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced old motor assembly as a preventive measure. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).